Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that they experienced to low blood glucose then lost coherency. The customer reported that the emergency medical services were called for the low blood glucose. The customer's blood glucose was 78 mg/dl at the time of incident. The customer stated that they treated the low blood glucose with candy and were given soda to treat the blood glucose. The customer stated that they were wearing the insulin pump at the time of incident. The insulin pump will not be returned for analysis.